Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1). An additional emdr will be submitted to represent the bard/davol perfix plug(device 2), and the bard/davol ventralex st (device 3). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 and (B)(6) 2016, and (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1), (device 2) and/or an unspecified bard/davol ventralex st (device 3). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of perfix plug, patient was diagnosed with hernia recurrence, obstruction, adhesions and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. This supplemental emdr represents perfix plug (device #1). Additional supplemental emdr's were submitted to represents perfix plug (device #2) and ventralex st (device #3). Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6a (date of implant), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 and (B)(6) 2016, and (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1), (device 2) and/or an unspecified bard/davol ventralex st (device 3). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent incarcerated umbilical hernia and right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1) for right inguinal hernia. Per operative notes, ¿attention to the right groin, identified the hernia sac. A perfix plug (device #1) was placed using prolene sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿identified the scar tissue from previous repairs and the hernia was dissected free. A perfix plug (device #2) was placed using sutures.¿ (note: there is no mention/visualization of previously placed perfix plug (device #1) during repair). (B)(6) 2016 - patient was diagnosed with incarcerated recurrent right inguinal hernia with partial small bowel obstruction thereby underwent removal of meshes (device #1 & #2). Per operative notes, ¿identified the hernia sac. There were fibrinous adhesions. The bowel and sac were separated, and the meshes (device #1 & #2) were excised with partial excision.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and ventral hernia thereby underwent laparoscopic repair with the implant of ventralex st (device #3). Per operative notes, ¿attention to the right inguinal hernia, a large pantaloon hernia sac was dissected free. A synthetic mesh was tacked. Attention to the umbilical hernia, a ventralex st (device #3) was placed in the abdomen.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.